Event description:
It was reported that after opening the foil packaging on (B)(6) 2012, it was discovered that the foil packaging had holes in it. This was identified before use and it was not used on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: photos were returned for evaluation. It appears that there is light visible, but it cannot be determined if it is a "hole" or a foil fracture which only affects the foil layer, and does not affect sterility. The damage occurred where the foil was pretty heavily creased. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.